Manufacturer narrative:
(B)(4).

Event description:
It was reported low r-wave sensing was observed. Records revealed multiple vf episodes that appear to be lead noise. Arm testing could not reproduce noise. The lead was capped and replaced. The patient condition is stable.